Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation. The liner and femoral head were removed and replaced. The associated r3 constrained acetabular insert and oxinium femoral head were not returned for analysis. Therefore a product evaluation could not be performed. However, our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that based on the limited information provided and the revision details, the root cause of the reported dislocation was joint laxity repaired by the revision and not a failure of the implants. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to dislocation. Implants liner and femoral head removed and replaced.